Event description:
It was reported that one day post implant, a chest x-ray revealed that the atrial lead had dislodged. Electrical values were normal and the patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.